Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting loss of capture at high outputs. There was oversensing of noise as well which led to greater than two seconds of asystole. Abnormal r-wave measurements were also observed. On x-ray, nothing was visibly wrong with the rv lead body, but the helix was noted to not be extended. Surgical intervention was performed and the rv lead was abandoned and is no longer in service. No additional adverse patient effects were reported.